Event description:
It was reported that a bumper cap allegedly came off and fell into the sterile field during a procedure while the light was being repositioned and pulled down against the cap. There was no report of injury to the patient or user. The bumper cap was reinstalled by a berchtold field service rep.